Event description:
It was reported that the right ventricular lead exhibited a capture anomaly. The lead was capped and replaced. No additional information could be obtained.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.